Event description:
It was reported that "sensor failure" was reported. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On 05/05/2024, the patient was travelling with his wife. During the vacation, the patient had two sensors fail during warm-up; these sensors failed back-to-back. The patient was able to receive assistance from paramedics to monitor and manage his bg levels taken by a bg meter. The patient recalls one of the bg meter readings being 378 mg/dl. The patient¿s wife also went to a local pharmacy to attempt to purchase another dexcom sensor out of pocket but was unable to. The paramedic also attempted to help the family find an extra dexcom sensor for use but was also unsuccessful. The patient did attempt to self-manage his hyperglycemia with insulin injections, however, the patient began experiencing dehydration, confusion, and nausea. Therefore, the patient felt he needed to seek additional assistance from a higher level of care. The patient¿s wife took him to the emergency room. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and was treated with ¿IV preps¿ for dehydration and an insulin-glucose IV drop. The patient was discharged after 1.5 days in the hospital. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.